Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 5 months after the dental implant was installed in intraoral region #5, it was verified its' non osseointegration. 40 ncm of primary stability was achieved & immediate load was not performed. Patient presented bone type ii.